Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a cassette sensor issue occurred during testing¿ was confirmed during downstream occlusion (dso)/upstream occlusion (uso) pressure test. The probable cause was dso sensor failure. The dso sensor and seal were replaced. Performed dso/uso sensor calibration. The device event log/alarm history was reviewed and there were no errors related to the customer complaint. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿a cassette sensor issue occurred during testing¿; during device evaluation it was found downstream occlusion sensor failure.